Event description:
It was reported that when using the bd pyxis¿ medstation¿ es constantly crashing/rebooting. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex code. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the system had been constantly crashing and rebooting. The field service engineer (fse) assisted the customer in checking the log files to identify why the station was freezing periodically. The fse troubleshot the medstation, which was powering off at intervals. It was discovered that the power supply fan had failed, causing the station to overheat and shut down. Additionally, the all-in-one (aio) touchscreen was non-functional and needed replacement. The fse replaced the aio to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). Part analysis: the report of the (constantly crashing/rebooting) issue was confirmed during the fse testing. According to work order (B)(4), the fse assisted the customer in diagnosing intermittent freezing and shutdowns. The issue was identified as a failed power supply fan, leading to overheating. Additionally, the all in one (aio) was non-functional. The fse replaced both the power supply and all in one (aio). Joint testing confirmed the device passed all tests without anomalies. The assy power module med (p/n 136617-03) was received with no visible physical damage; however, a cable was found disconnected on the power distribution board. During initial testing, voltage measurements were performed between wire pins on the cable harness connected to the j7 connector of the power module. All readings were within expected ranges. However, the fan did not rotate or show any signs of movement. The power module was placed in known good medstation for hta testing. After the medstation detected the power module, 12 vdc voltage, battery voltage, and discharge tests were performed with no anomalies. The power module was placed on an esd safe table for internal inspection. The power distribution board was examined first, revealing a disconnected fan cable. No additional anomalies were found. After its removal, the power supply board was visually inspected and found to be in good condition. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported constant crashing/rebooting issue was a disconnected fan cable inside the power supply module. Because the fan was not connected, the power supply overheated, and the unit protected itself from overheating by shutting down and powering back on unexpectedly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es constantly crashing/rebooting. As per part investigation, it was determined that there was a disconnected fan cable inside the power supply module and overheated. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es constantly crashing/rebooting. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.